Manufacturer narrative:
(B)(4). This is considered malfunction of the battery pca as it failed to meet specifications. This is a reportable malfunction as should this malfunction recur it could cause or contribute to a death or serious injury, e.g. Failure to power up in an emergency situation thereby causing delay in therapy, loss of power, intermittency in power or unexpected shutdown. The customer reported that the battery pins were damaged and missing. There was no reported patient involvement. A philips bench technician evaluated the device. The problem was traced to a damaged battery pca. The damaged battery pca is considered damage from use outside of normal and expected, and not a malfunction. The battery pca was replaced to resolve the failure. The device passed all performance assurance tests and was returned to the customer. The damaged battery pca is considered damage from use outside of normal and expected, and not a malfunction. No further communication was requested and none is warranted.

Event description:
The customer reported that one of the battery pins of the battery pca was broken. There was no report of patient involvement or that the unit failed to power up.